Manufacturer narrative:
H10. H3, h6: the device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. Review of manufacturing records could not be performed as no lot number or serial number was provided. A complaint history review for the past 3 years found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. Review of the product instructions for use found adequate warnings and precautions to prevent patient injuries or damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. No containment or corrective actions are recommended at this time. Clinical evaluation was completed and concluded that the patient impact beyond the reported lip burn could not be determined. Should medical documentation be provided at a later date, the clinical/medical task may be re-evaluated. No further medical assessment could be rendered at this time. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to a patient burn include, but are not limited to: 1. Failure to provide proper suction may result in user or patient thermal injury. 2. Suction line should not contact patient as it may cause a burn. 3. Failure to maintain suction and direct fluid outflow away from the operative field and into an appropriate receptacle may result in user or patient thermal injury. 4. Ablation/coagulation controls until the wand is in contact with targeted tissue as injury may result. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that during a lingual tonsillectomy the coblation wand was transmitting energy through the metal retractor; therefore, the patient experienced a lip burn. It is unknown how was the procedure completed and if there was any significant delay during the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.